Manufacturer narrative:
Medwatch sent to FDA on: 02/01/2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at first time. Therefore, no analysis or testing has been done. Myocardial infarction, stomach perforation, erosion, pain, and vomiting are surgical and physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the reported event of myocardial infarction as follows: "precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the reported event of stomach perforation as follows: "caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death." Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, dehydration, chest pain, incision pain, and...port site pain." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Allergan representative reported: "a pt went to a hospital due to abdominal pain. The next day, the pt started throwing up blood. The hospital performed an endoscope and saw the stomach was full of blood, the pt coded during this procedure and was "out" for 10-12 minutes. The hospital got the vitals back up but the pt is now brain dead and on respiratory machines. The treating physician reported that the implanting doctor must have perforated the patient's stomach while implanting the device and that the device had eroded into the patient's stomach." Follow up with the surgeon has been initiated. At this time, allergan has limited info and the device was not returned for product analysis. Any additional info will be forwarded by allergan, to the FDA, in a follow-up report, upon receipt.